Event description:
It was reported that a small volume intermate had particulate matter inside the balloon. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with a white particle noted, approximately 3.01mm in length, in the reservoir. A fourier transfer infrared spectroscopy was performed and the particle was determined to be acrylic material. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.